Event description:
In 2009, terumo cardiovascular was informed that the av line came apart during a cardiopulmonary bypass surgery procedure. It was reported by the user facility that there was a blood loss of 200-300 cc's on a pt. The pt is stable and doing well.

Manufacturer narrative:
Terumo did not receive the suspect device from the customer, so the evaluation was limited to a review of manufacturing documentation. Based upon available information, the event may have been caused by an insufficient connection made by the user facility. Results: the event may be due to operator error. Terumo is aware that the pt lost 200-300 cc of blood, but it has been reported that the pt is stable and doing fine.